Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During removal of stylet, the lead got dislodged. The lead was repositioned multiple times due to poor parameters. Upon further repositioning attempts it was noted that the helix failed to extend even after several rotations. When repositioning was unsuccessful, the lead was explanted. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the right atrial lead exhibited loss of capture during an initial implant procedure and was tried to be repositioned multiple times. Dislodgement of right atrial lead was confirmed via fluoroscopy. The right atrial lead was explanted and replaced. The issue was due to patient anatomy.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.